Event description:
Report 5 of 8 it was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, a false positive flu a result was obtained for one (1) patient sample. There was no report of patient impact. Eua# (B)(4).

Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 17-jan-2025 h3. Device eval by manufacturer- yes this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b ass (material#: 256088), batch number 4185242. The customer reported that they received 8 flu a positive results on patient samples. The staff tested themselves and it also came up as flu a positive. They then retested themselves using a different lot of the kit and the results were flu a negative. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos were received. The returned samples were functionally tested and passed. The failure of false positives was not confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
Report 5 of 8. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, a false positive flu a result was obtained for one (1) patient sample. There was no report of patient impact. Eua# 203152.

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua# 203152. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.